Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. A medtronic rep trained imaging dept staff at the site on proper touch-n-go procedures and there were no further issues.

Event description:
Site called in to report that the system flipped the exam left/right after doctor registered the pt with touch-n-go during a procedure. The surgeon discontinued the use of the system and re-scheduled the case for another day. The rep trained the imaging dept at the site on proper fiducial placement and then they re-scanned the pt for the case. The case went well and the touch-n-go registration was accurate.